Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for analysis. The data logs for the case show alarm #1055 placement signal not reliable (opm invalid bench signal) before the pump was started. Clinical mentioned that the console was swapped with no resolve. The logs show central venous pressure out of range and low signal-to-noise ratio and light values with max gain and lamp values. The pattern observed could be a possible fiber break but it is unable to be determined as no product was returned. The root cause of the optical signal issue was unable to be determined as no product was returned for analysis to confirm potential issue and insufficient clinical information was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was prepped triggered unreliable optical sensor alarms. The automated impella controller was swapped to troubleshoot the issue, but the failure remained. The staff opted to proceed with the implant despite the noted optical sensor issue. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
B2 outcomes attributed to adverse event - death date added h6 evaluation codes were corrected to: 4441 unspecified vascular problem. 1802 death.